Event description:
Doctor reported implant fracture with inflammation at tooth site 36.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Email address unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided. A previous report was submitted under 0001038806-2022-00569-1 with incorrect MFR number. One unknown zimmer implant and one unknown zimmer screw were returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar with screw fragment inside. Additionally, there was blood and debris on the implant due to usage and implant appears to be damaged by clinician¿s removal of device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Additional failure mode (fracture: screw) identified through inspection. X-ray picture provided in per with fracture shown. Device history record (DHR) sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.